Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 407645 lead , implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that a warning was triggered due to high pacing impedance on the right ventricular (rv) lead. There was a high threshold noted in unipolar and several ventricular high rate episodes with noise. A chest x-ray was performed and did not show a connection issue. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.